Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient reported experiencing a seizure that they believed occurred because the dexcom app did not provide an alert for a low cgm glucose value. The patient stated they were unsure whether their glucose levels may have been dropping rapidly and the alert was therefore not noticed. The cgm glucose values immediately preceding the event were not reported. The patient was also using an omnipod insulin pump at the time of the event. Emergency medical services (ems) were contacted; however, prior to their arrival, the patient's parent administered nasal glucagon spray. By the time ems arrived, the patient had reportedly recovered from the seizure. Approximately 10 minutes after the event, the patient's cgm glucose value was reported as 43 mg/dl. No blood glucose meter readings were reportedly obtained. Following the event, the patient replaced the sensor. The patient reported being "fine" at the time of contact. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure